Manufacturer narrative:
The device was not returned and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis (pd) therapy. During troubleshooting, the patient reported that there was a possible loose connection between an unspecified connection, which caused the alarm. The patient indicated that they had incorrectly setup the supplies for pd therapy and therefore attempted to correct/switch the line connections, which may have contributed to the loose connection. Renal therapy services (rts) assisted the patient with clearing the alarm and ending therapy. The rts advised the patient to dispose of the supplied, and start over therapy with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.